Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation was performed (no device returned for analysis). (No device returned for analysis). Evaluation conclusion: unable to confirm complaint (no device returned for analysis). (Based on the information available no root cause can be determined). (B)(4).

Event description:
During the index procedure, the right ica to cca was being treated with a mo.ma cerebral protection device used to create flow blockage. The vessel diameter is 4.8mm ¿ 7.5mm, the diameter of eca is 3mm ¿ 6mm and cca is 5mm ¿ 13mm. The lesion is reported be to calcified with 70% stenosis and type I aorta. The balloon location is distal of sta bifurcation. The eca balloon was positioned 1.5cm from bifurcation and occluded for 3.5mins. It was reported that during removal of the mo.ma device, resistance was noted and the working channel exit port was caught on the deployed stent cell. Although, mo.ma device was eventually removed, the deployed stent was partially deformed and patient complained of neck pain. Although stent edge was deformed, additional intervention was not required and the patient outcome was stable after the operation. The implanted stent was a non-mdt stent. Investigator assessed that the event is related to study device and procedure. It was reported that patient recovered. No other clinical sequelae were reported for this event.